Event description:
It was reported that the 9600 system was missing saved images and would not save images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software were installed during the service call.